Event description:
It was reported that the user experienced a persistent ilet alert 64 identified as a haptic error and attempted multiple restarts without resolution, with guidance to charge the device above 50 percent and perform a full restart. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond the device alarm and troubleshooting steps. Investigation included remote troubleshooting and user education to recharge and restart the device. Investigation of this case revealed that the alarm persisted prior to the recommended recharge threshold, with no confirmed device malfunction beyond the reported haptic error. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation after proper recharge and restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.